Event description:
The customer reported being in the emergency room due to diabetes ketoacidosis and high blood glucose of 844mg/dl, and she was treated with fluids to lower her glucose level. The caller stated that when they removed the infusion set from her body, the cannula was bent. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.